Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient is experiencing pain at the ipg site. The patient weights very little and the ipg is superficial causing pain. Surgical intervention took place in which the ipg was explanted, replaced and relocated to address the issue. Therapy was restored. Additional information found the pain has resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.